Event description:
Internal battery the manufacturer received information alleging a trilogy 100 device did not meet acceptance criteria of the evaluation process for internal battery errors. There was no harm or injury reported. The device was sent to the manufacturers service center for evaluation. During the evaluation of the device, a "perm fail int li ion" code was found along with "urgent service e-193" in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Additionally, the handle kit, including o-rings, will require replacing dur to physical damage, which is not related to the malfunction.